Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient developed an infection. Additional information was provided by the nurse who indicated that the patient's vision was great on the first postoperative day. Four days later, the patient presented with decreased vision and redness in the left eye. The patient was sent to a specialist and had cultures taken. Culture report: nothing showed on cultures, no bacteria. Diagnosed with endophthalmitis. Additional information was provided by the infection control specialist indicating that the patient was diagnosed on day 4 after coming in with decreased va, pain and redness. The patient was treated with injections of antibiotic and steroid and the patient is doing well. According to the reporter, he did not feel the inflammation was associated with the iol. There are two medical device reports associated with two cases of infection reported together by the same reporter. This report is for the 1st patient who was reported to have been diagnosed with endophthalmitis.

Manufacturer narrative:
Evaluation summary: the root cause of the reported event cannot be determined. The manufacturer's global director for qa technical and customer affairs spoke with the infection control specialist at the site. The patient was treated with injections of antibiotic and steroid. The infection control specialist stated that he did not feel the inflammation was associated with the iol(s). A specific diagnosis for the event was not provided. The patient is now doing well. The manufacturer internal reference number is: (B)(4).